Manufacturer narrative:
The remaining portion of the rv lead will be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. Review of the rv lead indicated the proximal portion of the lead was damaged. Surgical intervention was performed and the rv lead was cut and abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection noted that only the terminal end of the lead was returned severed appropriately 18 centimeters from the is-1 terminal pin. Setscrew marks were noted on all terminal connectors in the correct location. Abrasions in the molded insulation were visualized on both the is-1 and df-1 legs of the lead. These insulation abrasions were thought to be caused by the lead scraping against the edge of the header of the device. Furthermore, a fresh tear observed on the surface of the damaged insulation as well as a reddish color in body fluid/blood in the damaged area suggested that further tearing may have occurred during the removal of the lead from the header of the device. The returned segment of the lead passed continuity testing which confirmed it was electrically continuous. Overall, analysis was able to confirm the damage observed with the lead in the field.